Event description:
The lithoclast machine did not function during surgery. Staff trouble shoot this device - we rebooted, checked the outlet, medical air and plugs. Everything appears to be functional, but lithoclast instrument did not work. Moreover, we opened 3 separate lithoclast instruments and the machine did not function.